Event description:
The customer reported a failure to discharge during a patient event. The customer is unable to say if the device played a role in the patient's outcome.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.